Event description:
A 100 ml medication cassette reservoir determined to have improperly formed attachment hook. Used with pca pump resulting in incorrect pressure on tubing therefore incorrect volume of medication delivered.